Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification. Incoming device evaluation assessment (idea) confirmed a keypad malfunction. Evaluation further found the keypad not responding. The cause was determined to be a failed keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had several keys on the keypad were lagging making it impossible to enter medication. There was no patient involvement. No additional information is available.